Event description:
As reported: "subject: 008-037 phs study early failure of the anatomical prosthesis: the participant experienced an early failure of the anatomical prosthesis. X-rays of the left shoulder (a.p., outlet, axial) from 20.08.2024 revealed an increase in anterosuperior escape, especially visible on the axial images, with an acromiohumeral distance (ahd) of approximately 5 mm. The prosthesis remained firmly in place. The surgeon does not yet confirm the relatedness. The plan was to do a conversion to an inverse prothesis with the stem remained. The revision surgery (conversion from anatomic to inverse prothesis) was conducted on 25 sep 2024."

Manufacturer narrative:
Please note correction to the following sections following product return: d1 product long description d2a/b product code and common device name d4 catalog #, lot/serial #, and gtin the reported event could be confirmed based on the medical expert opinion and since the product was returned for evaluation and matches the alleged failure mode. A review of the x-rays by the medical expert stated the device was used as intended. The reported issue is confirmed and the x-ray indeed shows superior humeral migration over time which is indicative for progressive rotator cuff failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on investigation and formal medical expert opinion the root cause was attributed to patient related issue since the implant was placed correctly and still well-fixated at the time of the ae that led to the revision. If the device is returned or any further information is provided the complaint report will be updated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) phs study. Early failure of the anatomical prosthesis: the participant experienced an early failure of the anatomical prosthesis. X-rays of the left shoulder (a.p., outlet, axial) from (B)(6) 2024 revealed an increase in anterosuperior escape, especially visible on the axial images, with an acromiohumeral distance (ahd) of approximately 5 mm. The prosthesis remained firmly in place. The surgeon does not yet confirm the relatedness. The plan was to do a conversion to an inverse prothesis with the stem remained. The revision surgery (conversion from anatomic to inverse prothesis) was conducted on (B)(6) 2024.